Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the pump alarmed motor not running. No patient injury was reported.

Manufacturer narrative:
Other, other text: h6: event problem and evaluation codes: updated h3: device evaluated by manufacturer: updated. H4: device manufacture date: updated. H10: device evaluation: the device was returned for investigation. Visual inspection and functional test were performed. The customers reported problem was not related to any previous repair. Visual inspection found that the device was in good condition with no appearance of any physical damaged. There was evidence of the reported problem (error) being recorded in event history log. Per the reported problem, the investigation showed that the coupling was worn. For corrective action, the worn coupling was replaced. The motor assembly was also greased. Preventative maintenance was performed and passed all functional tests. The cause of the reported problem was traced to components failure. A manufacturing DHR review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records, corrected data: corrections: d4: model number 3500; h4: mfg. Date. 28-jun-2010.